Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the distal conductor was fractured. The outer insulation had a cosmetic depression and a white substance on it.

Event description:
It was reported that the right ventricular (rv) lead had high capture threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.